Manufacturer narrative:
Since the initial report was filed, the investigation has concluded. The medical center in japan did not return the pump and full clinical details. Without the pump for hemolysis testing and clinical details, the root cause was not able to be determined.

Manufacturer narrative:
The investigation into the reported hemolysis is ongoing at this time. Not all product have been returned, nor have all clinical questions have been answered. When the investigation is completed, a final report will be filed.

Event description:
A patient was admitted to a medical center in (B)(6) with a history of heart failure and prior multivessel coronary artery disease. The team placed an intra-aortic balloon pump (iabp) but when his care needed to be escalated, an impella cp was placed to support the patient and allow for coronary intervention. The impella cp supported the patient for 2 days when it was explanted due to concerns of hemolysis. The hemolysis was treated by dialysis.